Manufacturer narrative:
This report is submitted on 18 september 2020.

Manufacturer narrative:
This report is submitted on august 17, 2020.

Event description:
Per the clinic, the patient experienced poor sound quality. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device on the same date.